Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented for a routine generator upgrade procedure. During the procedure, the patient's atrial lead exhibited lead noise. The lead was capped and replaced during the procedure on december 4, 2018. The patient was stable throughout.